Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site deleted the case, so the logs were not available.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart was not connecting to the main cart. This occurred during preparation for a case. As a result, the site switched out this navigation system for another medtronic navigation system. It was noted that the main cart was working as expected. There was no patient present when this issue was observed. A medtronic representative (rep) was at the site and performed troubleshooting on the system. The rep was unable to replicate the is sue. Upon system complete boot-up, which was about 3 minutes after powering on, the localizer and camera cart monitor were all connected and the system was functioning as designed. The system was rebooted multiple times and had no issues. The interconnect cable was disconnected and connected, and communication was reestablished. The camera cart was powered down while disconnected from the main cart and rebooted. It was then reconnected to the main cart and communication was established. The rep reported that the issue has not occurred again since the original event.